Manufacturer narrative:
Approximate age of device- 109 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient is currently in the cardiovascular intensive care unit (cvicu) for suspected thrombus. The manufacturer¿s technical services representative reviewed the submitted log file and reported that throughout the log file multiple fixed speed changes between 8400 rpm to 10000 rpm in addition to multiple low speed limits changes between 8200 rpm to 8600 rpm were observed. Fourteen (14) low flow events were observed between (B)(6) 2018 11:19. The low flow events noted start taking place post fixed speed increase from 8800 rpm to 9400 rpm. Unable to identity thrombus via the log file alone but an increase in pump speed with a decrease in flow is not to be expected; normally it would be an increase in flow with an increase in pump speed. Additional information was requested but not provided.

Manufacturer narrative:
Section h10: investigation summary: additional information: it should be noted that the patient later experienced failure to thrive and subsequently expired on (B)(6) 2019 (MFR report #2916596-2019-00868) pump was received and thrombus was confirmed through that evaluation. The duration of time for which these depositions were present within (B)(4) could not be determined through that evaluation. A direct correlation between the low flow hazard alarms, the reported stroke, the suspected thrombus from (B)(6) 2018, and (B)(4) could not be conclusively established through this evaluation. The hmii lvas IFU lists stroke, peripheral thromboembolic events, and device thrombosis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. This document addresses all system controller alarms and indications of pump thrombosis, as well as how to respond to such events. This document outlines the recommended anticoagulation therapy and inr range. The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient had an embolic stroke on (B)(6) 2018. A cta was performed but no evidence of embolic stroke was found. Was any treatment rendered prior to expiration? Yes successful aspiration thrombectomy of left main coronary artery(lm), left circumflex (lcx). Patient was discharged to skilled care center and then rehab center to home.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. Although the analysis of the submitted log file confirmed the reported low flow hazard alarms; however, a direct correlation between the heartmate ii left ventricular assist system and the suspected thrombus could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 at 10:22:07 through (B)(6) 2018 at 11:33:06. Low flow hazard alarms were captured intermittently from (B)(6) at 18:05:06 through (B)(6) at 11:19:18. Estimated flow was captured at 2.4 lpm for each of these events and 14 total low flow hazard alarms were captured. Frequent pi events were also captured throughout the file (148 total). It should be noted that the fixed speed and low speed limit were adjusted multiple times throughout the file; however, the pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms or trends in pump parameters were captured. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. This document addresses all system controller alarms and indications of pump thrombosis, as well as how to respond to such events. This document outlines the recommended anticoagulation therapy and inr range. The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.